Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. A 2.50 x 20 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation as the stent protector was taken off, the stent was stretched and separated from the stent delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent damaged, with struts distorted, stretched and lifted from the stent profile. A review of the associated batch records has been completed and the maximum crimped stent profile was measured. The product stent protector was returned for analysis with the device and the inner diameter was measured and was within specifications. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector. The balloon cones and balloon body were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. A 2.50 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation as the stent protector was taken off, the stent was stretched and separated from the stent delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.